Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen rhk femoral, unknown nexgen rhk tibial tray, unknown nexgen rhk bearing, unknown nexgen rhk assembly, and unknown nexgen rhk stem. Report source: literature: cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07370, 0001822565-2017-07371, 0001822565-2017-07369, 0001822565-2017-08072, and 0001822565-2017-08075. (B)(4). Not returned to manufacturer.

Event description:
It is reported in a journal article that there were three cases of skin necrosis that occurred post-operatively. No further information has been made available.